Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. .

Event description:
It was reported that after a da vinci-assisted nephroureterectomy surgical procedure, it was observed that the plastic area at the tip of the maryland bipolar forceps instrument was burnt. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.